Manufacturer narrative:
Batch review performed on 17-apr-2025 (B)(4) items manufactured and released on 05-jun-2024. Expiration date: 15-may-2029. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved: tibial insert fixed sphere flex size 3/10 mm r e-cross (k202022) lot 2400510 (B)(4) items manufactured and released on 05-mar-2024. Expiration date: 18-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Tibial tray fixed cemented size 3 r (k090988) lot 2346152 (B)(4) items manufactured and released on 21-mar-2024. Expiration date: 06-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 8 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the patient from to more costrained components and the surgery was completed successfully.